Event description:
It was reported that within months of implant, the patient experienced extracardiac stimulation. The rv (right ventricular) lead had dislodged. The atrial lead was also dislodged caused by twiddler's syndrome. The rv lead was repositioned and remains in use. The atrial lead helix appeared to have tissue stuck in it, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was tissue on the helix and there was apparent explant damage.